Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to place the guidewire in the lead after two attempts. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.